Manufacturer narrative:
Device is a combination product. Date of event: used the 1st day of the month of the bsc aware date since event date is not provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 3.00 x 28mm synergy drug-eluting stent was advanced for treatment. However, during procedure, the shaft broke approximately 20 cm from the proximal end of the device while removing it from the guide after the stent did not cross. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and no harm was done to the patient.